Manufacturer narrative:
There was a problem with sealant of a 6f / 7f mynx grip vascular closure device (vcd). Therefore, the physician failed while closing. Additional information was received and during fal analysis, a visual inspection at high magnification confirmed a radial tear in the balloon, approximately 5 mm from the balloon proximal neck. There was no reported patient injury. The device is expected to be returned for evaluation. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was engaged to the handle. The procedural sheath was located near the distal end of the shuttle. The catheter was inspected for anomalies. No anomalies were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per visual analysis, the source of the leak was a radial tear in the balloon, approximately 5 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f1924901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a radial tear in the balloon, approximately 5 mm from the balloon¿s proximal tip. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as calcium, may have contributed to the reported event as calcium is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
There was a problem with sealant of a 6f / 7f mynx grip vascular closure device (vcd). Therefore, the physician failed while closing. Additional information was received and during fal analysis, a visual inspection at high magnification confirmed a radial tear in the balloon, approximately 5 mm from the balloon proximal neck. There was no reported patient injury. The device is expected to be returned for evaluation.